Event description:
It was reported that a gastroesophageal anastomosis in mid-thorax with partial resection of the esophagus was performed. The surgeon resected the tumor bearing esophagus, stomach was prepared to be anastomosed with esophagus in the mid thorax. Purse string was taken at proximal and distal ends. The stapler was introduced through a gastrotomy, the proximal and distal ends were approximated by closing the stapler and stapler was fired. On opening the stapler, the surgeon claims that he found no staples at the anoastomotic site. An additional incision was made in the neck to complete the anastomosis and this led to a change in the intended procedure time and involved additional or time. One liter of additional blood transfusion was required.